Event description:
It was reported that log files were submitted for review. The patient wanted to ensure there were no concerns with trends or pump function. The event log file captured 2 isolated driveline fault events on (B)(6) 2023 which appeared to be related to the same wire in phase c that was having driveline faults earlier in the year. The patient had a driveline repair previously. There were no other unusual events in the event log file. The mechanical circulatory system (mcs) equipment operated as intended.

Manufacturer narrative:
Previous driveline repair information: related manufacturer reference number:2916596-2023-05310. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4: lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Although a specific cause for the alarms could not be conclusively determined through this evaluation as no product was returned, based on previous complaint history, the observed driveline fault alarms appeared to be consistent with potential driveline wire compromise. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.